Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she sometimes feels discomfort from stimulation on program 3 since (B)(6) 2016. The patient stated she cannot increase any higher on that program. The patient noted that stimulation aggravated an issue was having with ¿burning¿ sensation after would urinate since (B)(6) 2016. The patient stated she was diagnosed with (B)(6) and a urinary tract infection that she noted was unrelated to interstim therapy, but stimulation would aggravate the area where the (B)(6) was since implant, the patient noted this is her labia. The patient considered the onset of symptoms to be gradual in nature. The patient never received greater than 20 percent symptom relief during the trial or with the permanent system. Programs 1, 3, and 4 did not provide symptom relief, but they were able to feel pulsing with program 2 and this provided only 20 percent relief. The patient was diagnosed with nocturia before being implanted and had difficulty sleeping at night due to overactive bladder. The patient had tried taking medications before having the system implanted. They had a cystoscopy done prior to implant and everything looked okay other than the bladder looked a little small. The patient had been working with their manufacturer representative during the whole trial and permanent implant. The patient was going to have the whole system removed because it didn¿t work for them since implant on (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.